Event description:
Customer reported that the laptop hard drive on the css console was not working properly. The pt was switched to a backup css console. There was no pt impact. This alleged failure mode poses a low risk to the pt, because it would not negate the ability of the css console to continue to perform its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. A replacement hard drive was sent to the customer, and the hard drive was installed in the css console laptop computer by the hospital biomedical engineer. A console test validation protocol was successfully completed. Syncardia has requested that the hard drive that was removed from the css console laptop computer be returned for eval, and the results of the eval will be provided in a supplemental MDR.